Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed the error occurring in the field via system logs and but it was not replicated in-house. The usm was tested on an in-house system in normal mode and passed. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and passed all tests performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and failure analysis investigation was confirmed of occurring in the field via system logs and but it was not replicated in-house. Usm was tested on an in-house system in normal mode and passed. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and passed lissajous, fiber test, carriage strength, sine cycle, and friction tests. After reviewing the fiber table, the clock spring, parallelogram and rolling loop fiber assemblies will be replaced as a fix to the reported issues due to a general downward slope.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the arm# 1 keeps giving recoverable faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted multiple errors 31199 on the arm#1 ac_1c node 177. Prior to calling the technical support, the customer disabled the arm#1 and continued using the other three arms to complete the procedure. The customer elected not to do any troubleshooting at the time of the call. The tse suggested doing a hard power cycle of the patient side cart (psc). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially powered on without errors. The customer cleared the error and recovered the fault for the arm. The customer ultimately disabled the arm and did not use it for the rest of the case. The procedure was completed with 3 arms due to the constantly defaulting 4th arm and the procedure was completed robotically.